Event description:
It was reported that the device exhibited excessive battery discharge. The device displayed an alert message for eri approximately seven months post implant.

Manufacturer narrative:
Initial analysis found premature battery depletion due to a high current draw. During additional testing, the failure mode was lost and could not be reproduced. The cause of the high current drain was undetermined.

Manufacturer narrative:
Na